Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The pod was returned with the cannula assembly deployed. Investigation of the data found that the pod ran for the expected number of pulses during first and second prime. The pod was deactivated by the user after the end of second prime. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the needle deploying early. The cause of the reported event could not be determined.